Manufacturer narrative:
Evaluation summary: there was no evidence of damage to the distal tip. The stent was positioned on the balloon between the marker bands as per specifications. The proximal portion of the stent had raised and deformed struts. (B)(4).

Event description:
The physician intended to use a resolute integrity stent. The device was removed from packaging per IFU and inspected with no issues noted. It was reported that resistance was encountered when advancing the device. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged. No patient injury reported.